Event description:
A malfunction was reported, displaying malfunction code 16, which recurred even after resetting the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and informed the customer about switching to an alternate insulin therapy via multiple daily injections in the meantime. The customer was also instructed to return the malfunctioning pump using the pre-paid label and return box.